Event description:
Reporter alleged blood glucose measure 246 mg/dl and was at the doctor's office for a routine visit when compared it to the doctor's meter result of 106 mg/dl performed within 10 minutes. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.